Event description:
Gomco circumcision clamp placed on infant for circumcision. Device attached to penis is loose. After circumcision completed, penis began bleeding. Infant required 4 stitches to circumcision site.